Event description:
The user facility in (B)(6) reported that initially the vitrectomy cutter would not move; however, the aspiration continued. The surgeon reduced the cut rate, but the cutter still did not move. The cutter was replaced with another and the surgery was completed with no pt injury reported.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.